Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was disposed and not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the physician successfully deployed the first two ligation bands. The physician attempted to deploy the rest of the bands; however, the bands failed to deploy and remained on the distal tip of the ligator head. The handle was turned without any resistance and a click was heard. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.